Event description:
A patient reported blood results of 20.0 mmol/l and 7.1 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methdology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.